Event description:
The customer sent a medwatch (enclosed) that indicated a "bovie burn on the pt's right anterior neck during a mediastinoscopy procedure." The customer was contacted and the burn was excised and stitched.